Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system was exhibiting noise, oversensing, pacing inhibition and pacing impedance measurements less than 200 ohms on the atrial and right ventricular (rv) channels. A revision procedure was performed and insulation damage was noted on both leads which looked to have been repaired in the past. The system was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Visual inspection noted the lead had been severed 160mm from the terminal pin and a proximal segment only was returned. Microscopic visual inspection confirmed damage to the lead insulation and noted three abrasions through to the outer lumen. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead and/or the associated device case. The reported noise, oversensing and low impedance measurements are likely the result of the lead damage observed by the laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--